Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
A stryker tps handpiece cord was sent in for repair because it caused a universal driver to run while in safe mode. When the tps handpiece cord was replaced with another cord, the universal driver worked according to specification. There was no pt involvement; no adverse consequence was associated with the event.